Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a patient was on cardiohelp-I with vv support on (B)(6) 2021 due to complications with covid. Everything was going fine until (B)(6) 2021 when the hls module started to clot off. They swapped out the previous hls set for a new hls set on this date. This event will be handle in complaint (B)(4). Over those two weeks the internal pressure numbers stared to be very erratic, increasing rapidly and then decreasing rapidly. On (B)(6) 2021 the hls started to display very high internal pressure numbers (900's) again and then would drop down to 300's. Customer made the decision to swap out this hls set as he needed reliable pressure numbers and felt this hls module was not "working correctly". Patient is stable at this time. This internal pressure issue will be handle in this complaint (B)(4). No indication of actual or potential for harm or death has been reported. This is the second complaint to this event - related with complaint to (B)(4) "hls module clotted off". Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that a patient was on cardiohelp-I with vv support on (B)(6) 2021 due to complications with covid. Everything was going fine until (B)(6) 2021. Over those two weeks the internal pressure numbers stared to be very erratic, increasing rapidly and then decreasing rapidly. On (B)(6) 2021 the hls started to display very high internal pressure numbers (900's) again and then would drop down to 300's. Customer made the decision to swap out this hls set as he needed reliable pressure numbers and felt this hls module was not "working correctly". No harm has been reported. The customer discarded the circuit previously as the patient was covid positive. The patient was infected with covid-19. Covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. The increased risk of thrombosis and coagulopathy in ECMO patients is a result of a combination of processes driven by the disease occurring in synergy with the effect of the extracorporeal circuit on the coagulation system. With reference to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # (B)(4), v26) and in consultation with the manager medical affairs the following events can contribute to the reported failure: air remains in or enters the circuit. Hemostasis . Air or blood remains in luer lock access port. Too low anticoagulation . Too low at level, effect of heparin is too limited . Protamine sulfate enters the hls set . Administration of substitution of congealable substance such as plateles. (Consumption) coagulopathy . Thrombozytopenia. Based on this results the reported failure "internal pressure increased" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complant ID: (B)(4).